Event description:
The user reported that the keypad started peeling one or two days before calling animas. The user said that at some point she experienced a blood glucose level of 320 mg/dl and had ketones.

Manufacturer narrative:
The pump was returned to animas. The down arrow key was not responding during eval. The keypad was torn and debris was found under the down arrow button contact. The "up" and "ok" buttons responded properly. When the debris was removed, the down arrow button responded. The pump was exercised with no insulin delivery defects found.